Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had open book image. No pump error was displayed on the screen of insulin pump before open book image. Insulin pump was exposed to moisture and leaded to critical pump error alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged critical pump error (open book image) alarm and moisture damage. No critical pump error (open book image) alarm noted during boot up. Backlight anomaly noted during testing. The insulin pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, and self test, however failed the active current test due to high impedance. Successfully downloaded history files and traces using thus. Insulin pump was cut open to perform visual inspection and found moisture damage on the motor, corroded battery tube, electrical board 1, and electrical board 2. In further full review in the insulin pump history, a critical pump error 4 alarm however no other consecutive critical errors were found in the insulin pump history. Unable to confirm critical pump error (open book image) alarm. Force sensor zero offset within specification. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay. Customer allegation of critical pump error (open book image) alarm was not confirmed. Moisture damage was confirmed on the motor, corroded battery tube, electrical board 1, and electrical board 2. Pump error 4 alarm was confirmed. Backlight anomaly was confirmed during testing due to moisture damage on the electrical board 1 and electrical board 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.